Event description:
It was reported that during the procedure, while the valet micro catheter was inserted into the pt's body, the guide wire got stuck in the micro catheter. The guide wire could not be pulled from the micro catheter and they were pulled out as a single unit. No missing pieces were observed. The case was completed with another MFR's catheter. Add'l info indicated that this was a very tortuous and highly stenotic lesion and the catheter was in the body for approx 30 minutes while the physician was attempting to cross the lesion with the wire. A .014" whisper wire was used during the procedure. The guide wire got stuck in the micro catheter in the middle of the procedure. No injury to the pt or adverse events were reported.

Manufacturer narrative:
Internal reference: (B)(4). The device was returned to the MFR for eval. The valet micro catheter was inspected and a slight kink at approx 2.8 cm from the end of the tip was observed. The micro catheter was fully intact and the inside diameter (ID) was within spec. The micro catheter passed a 0.014" wire with slight resistance felt at the observed kink. The reported complaint of the guide wire getting stuck in the micro catheter is confirmed. The valet micro catheter appears to have been kinked while being loaded over the wire and placed in the pt. The kink did not interfere with wire movement until after it was indwelling, possibly due to tortuosity or other factors. This type of failure is due to user handling. The customer did not report the lot number of the valet micro catheter to the MFR. The mfg documentation for the two lot numbers (149 01006 and 149 01004) sent to this account between (B)(4) 2013, were reviewed and met all quality and mfg release criteria. To date, no other complaints have been reported from this failure mode within these lot numbers. This failure mode is anticipated in the valet use fmea with a moderate frequency (B)(4) that has not been exceeded. No further action is required.